Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 was alarming with a continuous beep when air line is inserted. This was discovered during set up on 15/12/2020. No patient was involved.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.